Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sesr01 ipg; implanted: (B)(6) 2010. (B)(4)

Event description:
It was reported that the patient suffered syncopy and seizures related to intermittent capture of the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.